Event description:
The pump was returned for investigation. Evaluation revealed that the display is dim and there was contamination found under the buttons. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the keypad was peeling off. All of the keypad buttons operate properly. Evaluation revealed that the contamination was found under all button contacts. The display was dim- letters have a red hue. (B)(6).